Manufacturer narrative:
Due to the patient requiring medical intervention while using the in-line valve, this report is being filed. The root cause has been determined to be a design limitation of the in-line valve, where leaks can occur through the pressure relief valve even when fully closed. The extent of the leak is situation-dependent and often not clinically significant but can represent a substantive fraction of the intended ventilation for neonatal and infant patients with small tidal volumes. As a result of this design limitation and reported adverse event, percussionaire has initiated internal corrective actions to update associated instructions for use and design modifications to eliminate the source of the leak. Percussionaire will initiate a field notification to all customers to inform them of the adverse event, root cause, clinical risks, along with the updated instructions for use and requested actions. To date, this event is the only reported adverse event related to the in-line valve leak.

Event description:
On june 10, 2025, sentec was notified of an incident involving four nicu patients who exhibited signs of respiratory descrepencies while receiving ipv therapy using the in-line valve (p5-tee). It was observed that the patients were receiving only 40-50% of the exhaled volume set by the ventilator, rather than the expected full returned volume. This discrepancy led to the retention of carbon dioxide (co2) in the patients. The underlying cause of the co2 retention was not initially known. As part of typical in-line valve use, the physician confirmed the pressure relief valve was fully closed for all patient cases. In an effort to identify the source of the issue, one patient was reintubated to rule out complications related to the endotracheal tube. The co2 retention persisted until the in-line valve was removed, at which point the patient's exhaled tidal volumes immediately improved. Due to the need for medical intervention in response to this event, sentec is submitting this report.